Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A log file was sent for analysis which found a no external power event on the mpu. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log file. The first submitted log file and the second submitted log file contained partially overlapping data spanning approximately 9 days (B)(6) 2020 per the timestamp). The log file captured a no external power alarm on (B)(6) 2020 at 09:30:21 due to power being interrupted when connected to the mobile power unit. The system controller backup battery supplied power to the system during the loss of external power. The alarm resolved when external power was restored. Multiple attempts were made to gather additional information about the reported event such as if the mobile power unit (mpu) will be returning, if the mpu is still operational, the serial number of the mpu, if the mpu from the reported event had a v-lock connector on the a/c power cord, if it was known if the power cord came loose at the wall/outlet or the back of the unit, and if there were any environmental circumstances that would have affected the a/c power at the time of the event; however, no response was given. The mpu was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.